Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. No unexpected frozen display noted during testing. The device passed the displacement, prime, and excessive no delivery test. No excessive no delivery alarm noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump froze up and if there is any way to troubleshoot the device. Customer stated the time was advancing and none of the buttons were working. Customer's blood glucose was unknown. The customer was transferring her blood glucose reading to her device. Then the device started to work issue occurred about a month ago. She didn't recall her blood glucose of when the issue occurred bur most recent was 72 mg/dl. The device also had alarmed no delivery many timer when it was full of insulin. Customer didn't recall any significant event which may have caused the keypad, it wasn't exposed to moisture. There was a little surface scratch on the screen but it doesn't go down. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.